Event description:
The customer reported via phone call that she had a vibrate anomaly on the insulin pump. Customer stated that the vibrate feature was not working. Customer stated that she pressed the act button after using the up arrow button to set an easy bolus amount. Customer was assisted in performing a self test. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken black vibrator wire. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.